Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('embedded within the left posterior wall near the fundus.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did not undergo confirmation test". In (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions ("pelvic adhesions"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and endometrial cancer ("endometrial cancer"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and back pain had resolved and the embedded device, pelvic adhesions, weight increased, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and endometrial cancer outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometrial cancer, menorrhagia, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) -2006, (B)(6) 2006(as per pfs discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : following events were added : embedded within the left posterior wall near the fundus. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did not undergo confirmation test". In (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and pelvic adhesions ("pelvic adhesions") and was found to have weight increased ("weight gain") and endometrial cancer ("endometrial cancer"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and back pain had resolved and the weight increased, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, endometrial cancer and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometrial cancer, menorrhagia, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2006(as per pfs discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received: new events- abnormal bleeding (vaginal), dysmenorrhea, endometrial cancer, pelvic adhesions, vaginal discharge were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did not undergo confirmation test". On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and menorrhagia had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), weight gain, device monitoring procedure not performed . Event outcome added dysmenorrhea (cramping),pelvic pain abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.